Event description:
A customer reported that prior to a diagnostic exam the readings were 4mm off on immersion due to the unit being set to contact. The unit tested okay once this was changed to immersion.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative changed setting to the immersion mode. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended and is not suspected to have contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).